Manufacturer narrative:
Device remains implanted in patient. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient will undergo a revision surgery due to reasons that were not available at this time.